Event description:
The patient reported an issue regarding basal insulin delivery, accompanied by blood glucose variability over several days, including rapid transitions from hyperglycemia to hypoglycemia. She described correcting elevated glucose levels (e.g., 199 mg/dl) with 1 unit of insulin, followed by subsequent hypoglycemic events within a few hours, including at least one instance below 40 mg/dl without a displayed value, despite no apparent insulin-on-board (iob). The cause was identified by insulet product support as improper bolus calculator use¿specifically, failure to utilize the ¿use sensor¿ feature¿resulting in insulin stacking and recurrent hypoglycemia. Contributing factors included a recent change in daily routine (earlier wake times and increased morning activity), which conflicted with the system¿s adaptive learning based on prior usage patterns.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.